Event description:
Pacemaker implanted on 9/16/97. Pacemaker MFR rep did 24 hr check on 9/18/97 and found "chip" failure in pulse generator. Pt scheduled for generator replacement on 9/19/97. Procedure completed without incident.